Event description:
Reporting status: serious injury / medical intervention. Reporting rationale: perforation requiring medical intervention. Device issue: balloon rupture. It was reported that during the procedure, the balloon of the rx esprit ruptured. At this time a perforation was observed. A second rx esprit was used to treat the perforation. The procedure was successfully completed. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor. H10 results and conclusion summation - product performance engineering reviewed the incident information; however, the device was not returned to abbott for analysis. No determination can be made to the root cause of the reported balloon rupture. Perforation, as listed in the instructions for use (IFU), is a known adverse event associated with coronary dilatation.